Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due not achieving total continence. During the procedure the two year old device was moved to proximate location and a second cuff was added. All the existing components remained implanted. No information was provided about the patient outcome.